Event description:
Boston scientific received information that during a routine device replacement, the inner conductor of this chronic implantable defibrillation lead, separated from the outer insulation at the proximal anode ring after a light tug on the lead to verify connection to the device header. A new lead was successfully implanted. It is unknown if this lead was explanted or if it was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.